Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with the operating currents within specifications. The insulin pump passed the self test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test, and the displacement test. The power management tool confirmed the pump error 25 alarms were triggered when the backup battery's loaded voltage was less than 3.5v for four consecutive hours due to a resistance issue at the connector. The insulin pump also alarmed power loss and replace battery now alarms due to the connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored by analysis and functioned properly. The insulin pump was received with minor scratches on the display window and the case, and a damaged keypad overlay texture.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device multiple times and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.